Event description:
The plaintiff was implanted with "pelvic mesh products," to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff, "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.